Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the balloon rupture occurred due to interaction with the heavily calcified lesion causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the highly calcified iliac artery. The 14x20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated and ruptured at 7 atmospheres. A 14x40 mm armada 35 pta catheter was used to complete the procedure. There were no adverse patient effects and there was no delay in the procedure. No additional information was provided.